Event description:
A pt complaining of multiple ICD shocks without warning. Pt had medtronic fidelis lead model 6949 which was implanted at another facility in 2005. Monitor showed ICD firing without any evidence of tachyarrhythmia. Pt has not had any recent worsening of heart failure, shortness of breath, chest pain or palpitation. Pt admitted for evaluation. Magnet placed over acid to stop firing. Arrangements made to transfer to tertiary center for extraction of fractured lead.